Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was found that patient's implantable cardioverter defibrillator delivered inappropriate shock. Programming changes were made. The patient was stable.

Event description:
New information received notes that the inappropriate shock was delivered for atrial fibrillation due to incorrect interpretation of signal.